Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is similar model. Therefore, the vivo 50 product code nou, the vivo 50 510(k)#k123144, and the vivo 50 (B)(4) have been used in this report.

Event description:
The patient was ventilated at (B)(6) with a vivo 60 for approximately 24 hours. On (B)(6) 2017, the device (sn (B)(4)) showed an alarm of "humidity compensation lost". The responding staff changed the double limb circuit, which seemed to resolve the issue. During the night, the same alarm appeared and the battery symbol was observed blinking despite that the device was operated on mains electricity. The patient was adapted to another vivo 60 (sn (B)(4)) and the vte and mv low alarms appeared shortly thereafter. The patient was re-adapted to the first device (sn (B)(4)) with the changed circuit. The a.m. Problems occurred, followed by a black-out. The patient was transported to a nearby hospital. After consulting a medical technician and a medical director, the (B)(6) discussed this situation and consulted the manufacturer. The different alarms on both the devices and the subsequent black-out could neither be explained nor duplicated under the laboratory conditions. Because of lack of an explanation and the quick succession of different alarms on these devices, it was recommended that the manufacturer investigate these incidents and perform additional tests. The first report was created by the ventilation center and the result of the test from (B)(6) can be provided via e-mail upon request. Based on the information provided at this time, including investigation results indicating a use error, the reported event is considered reportable per 21 cfr part 803.3.